Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing on both right ventricular and right atrial lead was observed during routine follow-up. The patient was asymptomatic, and no other anomalies were noted. The leads were capped and replaced on (B)(6) 2018. Patient¿s condition was stable.